Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the commute compute controller (ccc) due to "insufflator disabled" message. Vision side cart (vsc) would not boot up with patient side cart (psc) and surgeon side console (ssc). Tried breakering system, system still in error status. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and the issue was confirmed and replicated. In remotefe and artemis, no data was found to indicate that the fault had occurred in the field. Visual inspection found no issue to be related to the event. Unit was installed onto a known good in-house system and system could not power on completely. Power button on the tower kept flashing blue. Unit was tested on the bench programming station and was determined to be bricked. Performed unbricking and installed unit back to system and system was able to power on normally. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the root cause of the issue is bricked ccc.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the site encountered an insufflator disable message on the screen. The site was unable to obtain any information from the tower touch screen. After two restarts with no change, the technical support engineer (tse) instructed the site to disconnect the blue fiber cables and perform a hard restart of the consoles. The surgeon console (ssc) and robot started normally, achieving a solid blue light on both, but the tower would not fully boot up. The tse advised that the system would not be usable and a field service engineer (fse) visit would be required. The procedure was aborted with no patient involvement.